Event description:
Customer reported that charging the pump was difficult causing to switch to a different insulin delivery method. There was no reported impact on the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.